Manufacturer narrative:
(B)(4). Report source: foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was a deviation in the sight on the distal static locking screw. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10. The product was returned for investigation. The outer surface of the nail is inconspicuous. The overall shape of the nail does not display any signs of deformation. The entrance of the distal static holes presents some scratches. The inside surfaces of the distal static and dynamic holes also present some scratches and signs of worn. The new information provided does not change the outcome of the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided: product evaluation could not be performed. A review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. A device used for treatment. Medical records were not provided. The product is not available for investigation therefore no device examination could be performed. No op notes were provided therefore is not possible to assess if the surgical technique was used. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.